Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade ii. Healthcare professional later reported a right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18/mar/2024.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted.

Event description:
Device was explanted and replaced.